Event description:
Medtronic legal received information regarding, the customer¿s hospitalization due to hypoglycemia with hypoglycemic shock from the attorney of the family. The customer was using a medtronic mmt-551 insulin pump. The customer stated that, the event occurred on (B)(6) 2015. The customer lost its consciousness and was dispatched through emergency medical services. Customer was treated with intravenous glucose and glucagon shot. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.